Event description:
(B)(6) clinical study patient was implanted on (B)(6) 2005 with large deep size prodisc-c at level c5-c6. Prior to implantation, the patient experienced neck and arm pain for 6 weeks to 1 year, and was treated with tylenol, and chiropractic. On (B)(6) 2012, patient returned to study site complaining of pain with significant hyperextension of c-spine as noted in dictation for 84-month visit. Upon examination, investigator noted severity of event as mild, not interfering with daily activities, and no action was required. Investigator also concluded the adverse event was definitely related to the type of surgery, but definitely not related to the implant. The implant was not explanted. This is report 1 of 1 for complaint #(B)(4).

Manufacturer narrative:
No explant date available. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis.

Manufacturer narrative:
Device was used for treatment, not diagnosis. A product development evaluation was conducted. This case involves a patient implanted with prodisc-c on (B)(6) 2005. On (B)(6) 2012 the patient complained of pain and significant hyperextension was noted by the physician. On the prodisc-c adverse event report the clinician noted that the adverse event was definitely not related to the implant and that there was no implant involvement. The pain was noted as mild not interfering with daily activities and no action required. The clinician noted that the event is most likely related to the surgery but not the implant. As such no failure mode of the implant has been identified as contributing to the pain. As no involvement of the implant has been identified the complaint is invalid from a design perspective.